Event description:
It was reported that the insertable cardiac monitor (icm) showed a "do not implant due to low battery" error message. The phone was restarted and the same message appeared. The rep set aside and did not use the device. The rep followed the protocol to wait 24 hours and reinterrogate the device. The error was seen again when the device was reinterrogated. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.